Manufacturer narrative:
During a follow-up call by tandem technical support, it was confirmed that the customer was released from the hospital on (B)(6) 2017. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 500's (mg/dl) and diabetic ketoacidosis (dka). The customer was unsure of the suspected cause of the bgs but stated having an infection. On (B)(6) 2017, the customer went to the hospital and was treated with a saline solution. System check with tandem technical support was performed and showed that the pump was performing as intended. At the time of the reported event, the customer was still in the hospital.